Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.

Event description:
Customer's family member reported customer received a blank screen on their freestyle flash meter. Customer's family member also reported customer experienced symptoms of blurred vision, hand numbness, disorientation, gait and equilibrium changes and loss of consciousness because customer was not able to test with his meter. Customer's family member was not sure if customer took any medications to counteract his symptoms. There was no report of third party medical intervention, death or permanent injury associated with this event.